Event description:
It was reported that after the programmer's software had been recently updated there was a delay during the pacing threshold test. The patient was in chronic atrial fibrillation and the patient threshold had risen. After the caller removed the touchpen during the threshold test, the test continued for one to two seconds "causing" the patient to go symptomatic. The patient was "subthreshold," but did "recover." The programmer remains in service. Additional information received indicated that the error occurs with concurrent printing and testing. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the programmer's software had been recently updated there was a delay during the pacing threshold test. The patient was in chronic atrial fibrillation and the patient threshold had risen. After the caller removed the touchpen during the threshold test, the test continued for one to two seconds "causing" the patient to go symptomatic. The patient was "subthreshold," but did "recover." The programmer remains in service. There were no reported patient complications as a result of this event.